Manufacturer narrative:
Other relevant device(s) are: unknown endurant ii stent graft limb. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient, in conjunction with a chimney graft, for the endovascular treatment of an unknown size abdominal aortic aneurysm rupture on an unknown date. It was reported that the patient presented emergently post the index procedure and a type iiia endoleak was identified between the bifurcated stent graft and the right iliac limb. Conversion to open repair was carried out the following day. It was reported that partial explant of the bifurcated stent graft was carried out- the stent graft was cut between the first and second stent ring and an open graft was sewn to the remaining existing graft and tissue. The stent graft limb was completely explanted. The event was reported to be resolved. As per the physician, the cause of the event was due to a type iii junction leak. No additional clinical sequelae were reported, and the patient is fine.